Event description:
Customer reports that she received results of 183mg/dl, 125mg/dl, and 91mg/dl on the same device within 5 minutes. Customer also reports a different comparison where she obtained results of 95mg/dl, 155mg/dl, and 71mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.